Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized with low in the 20s mg/dl, and he is still unconscious. The customer's wife called and stated that the customer was in a coma for about a week, but in the hospital for about two weeks, and now he is in rehabilitation. The spouse stated that she attempted to wake him up, but did not respond and his blood glucose was 21mg/dl. Then she gave him a glucagon shot, but he still was unresponsive and the paramedics were called. When they arrived they also gave him more glucagon without any results, and then he was transported to the hospital where the insulin pump was disconnected. No further information was provided.